Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The date the device was last used for a procedure was (B)(6) 2023. The date the device was last reprocessed was (B)(6) 2023, before the device was returned to olympus. The device was not used between sample collection date and the date when results of culture test were obtained. Additional reprocessing was not performed before device underwent culture testing. There was no suspected patient infection. There have been no deviations or deficiencies or concerns in reprocessing. The device was returned. An evaluation of the returned device revealed, the water-tightness was lost due to deformation of universal cord. Due to a chip on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to deformation of bending tube, bending angle in upward direction exceeds the standard value. Due to deformation of lock engagement lever, up/down knob could not be locked securely. The light guide lens had a chip. The adhesive on bending section cover had a chip. Connecting tube has coating peeling. The right/left knob was deformed. The scope cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope failed the micro test twice with polymerase chain reaction (pcr ) error. The issue occurred during reprocessing. The suction channel tested positive for one (1) to nine (9) colony forming units (cfus) of gram-positive bacilli. The customer requested replacement of the internal lining. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.